Manufacturer narrative:
Investigation : visual inspection: the following observations were made during the visual inspection: particles in the delivery liquid. Deposits on the product and in the inlet of the progav 2.0. Permeability test: the test showed that the new connected shuntsystem is non-permeable. To determine the location of the occlusion, the system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 is permeable, while the shuntassistant® is non-permeable. The drained fluid was not clear and deposits flushed out. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 13.45 cmh2o. This is within the specified tolerance of 15 cmh2o ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, no deposits were found in the progav 2.0. Results: based on our investigation results, we cannot identify a malfunction in the valve. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations were detected. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even mall amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav 2.0 (#fx431-t) was implanted during a procedure performed on unknown date. According to the complainant, the shunt system was believed to be blockage. The patient underwent a revision procedure on (B)(6) 2021. The procedure was lateral ventricular peritoneal shunt. No patient complications were reported as a result of the revision procedure. Patient details: preoperative diagnosis: severe craniocerebral injury. Age: (B)(6) years, height: unknown, weight: unknown, gender: male.